Event description:
It was reported that log file review was requested on the patient with a backup battery fault that did not resolve with a new backup battery. The site replaced the modular cable and performed a controller exchange. The event log confirmed the backup battery (ebb) fault alarms from (B)(6) 2024 to (B)(6) 2024. The ebb fault was due to the ebb failing the load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on (B)(6)2024. At this time, the unloaded voltage was under the acceptable threshold, triggering the alarm. The alarm remained active throughout the remainder of the data. No other notable events were observed. It was stated that a system controller and modular cable exchange was performed. The system controller (serial number (B)(6) was not returned for analysis; however, if the product does return at a later date the investigation will be reopened to perform testing. Multiple attempts were made to obtain additional information from the customer regarding the reason for the modular cable exchange, what happened when the alarm occurred, were there any adverse effects of the system controller exchange, if any equipment would be returning to abbott, and if the alarms have reoccurred after the exchange. No response was received from the customer. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 11jul2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.